Event description:
Koru medical became aware of mw5104013 received through the FDA medwatch program stating "spontaneous call. Patient reported the pump is not working correctly and that the syringe is popping out of the pump; patient hung up during conversation with rph and it is not clear whether the pump is actually not working correctly or if the patient is having trouble making sure everything is connected the way it is supposed to be. Unknown if patient missed a dose; no ade reported; unknown if device available for return; unknown lot/exp. No further information known. Pump is used to infuse gamunex-c 10% at above dose and frequency. Reported to (8)(6) by pt/caregiver." A good faith effort was sent to the initial reporter on 05-oct-2021. A response was received stating the reporter did not provide the pump serial number or expiration date info. However, upon further investigation in the system, there is a reasonable possibility the pump in question may be one of the following: serial number: (B)(4), dispense date: (B)(6) 2017; serial number: (B)(4), dispense date: (B)(6) 2018; serial number: (B)(6), dispense date: (B)(6) 2021. All pumps are still checked out to the patient at this time. Koru medical did not receive any of the above-mentioned devices for evaluation, therefore which device was involved in the event could not be confirmed. Manufacturing review and assessment confirmed all devices manufactured for lots s.41913, s.70882, and s.81512 had no failures during performance testing. Serials (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause of this incident is end-user error; it is possible the end-user did not seat the disc luer securely into the freedom60 pump. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This MDR is being filed as part of remedial action performed per CAPA (B)(4). CAPA (B)(4) has been initiated to investigate syringe ejections.